Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for arteriovenous fistulas based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown product code/lot number. Initial reporter occupation- md. Phone number - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided, which prevented a meaningful review of the device history record. This report is being submitted for the 2 patients that experienced arteriovenous fistulas.

Event description:
Per literature review: article: "direct rapid left ventricular wire pacing during balloon aortic valvuloplasty." The study set out to analyze the safety and efficacy of direct rapid left ventricle wire pacing during balloon aortic valvuloplasty in 2017. The study enrolled 202 patients that underwent bav, balloon aortic valvuloplasty. All patients required femoral arterial access, 67 of the patients had angio-seals used to achieve hemostasis, the rest (135 patients) had manual compression to achieve hemostasis. Of all the patients (202) enrolled 2 experienced arteriovenous fistulas.